Manufacturer narrative:
A2) patient age - average age, 68 years, n=100 a3a) patient sex - 20 male, 80 female a3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a eagle eye platinum catheter. D1/d4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, vascular injury is listed as a possible complication with use of the eagle eye platinum catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 09dec2023) ¿flow grade-based success rates, complication rates, and balloon pulmonary angioplasty patency for total occlusions¿. The study retrospectively aimed to clarify the current efficacy, patency, and success rate of balloon pulmonary angioplasty (bpa) for total occlusions. A total of 178 bpas were performed in 100 patients with cteph and total occlusions were enrolled in the study between april 2016 and august 2021. Philips volcano eagle eye platinum catheters were used during the procedures. Complications were associated with 26 (15%) of the 178 initial bpa procedures. The clinical symptoms observed in these 16 patients (9%) included cough (7%), significant hypoxia (6%), and bloody sputum (4%). Bpa-related vascular injury (brvi) and lung injury (li) were observed in 26 (15%) and 16 (9%) patients, respectively. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 09dec2023 has been used, the date of publication. Suruga k, shimokawahara h, miyagi a, sugiyama y, suetomi t, ogawa a, matsubara h. Flow grade-based success rates, complication rates, and balloon pulmonary angioplasty patency for total occlusions. Can j cardiol. 2024 apr;40(4):625-633. Doi: 10.1016/j.cjca.2023.12.004. Epub 2023 dec 9. Pmid: 38081510. This report captures the serious injuries that occurred after use of the eagle eye platinum catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.